Manufacturer narrative:
Analysis of the ins, model 37702, serial number (B)(4), found no anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical devices: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care provider (hcp) via a company representative reported the patient developed an infection at the implantable pulse generator (ipg) site. The patient developed a fever and redness at the ipg site. The infection was recognized by the neurosurgery clinic. The entire system was removed. The issue was resolved. The indication for use was spinal pain and chronic low back pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.